Event description:
System 4400 power point was sent to conmed/aspen labs for repairs. The reason returned stated "unit does not work properly. Evaluate for problem". Conmed/aspen labs tech. Could find nothing wrong with the esu and so called to get a description of the problem. A nurse stated that the esu was somehow involved with a patient death and so now risk management wanted the esu tested. The event occurred about three years ago.